Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.

Event description:
This event is being reported as part of "a retrospective, multi-center study evaluating the outcomes for integra skin sheet bilayer or single layer products used in complex lower extremity soft tissue reconstruction." It was reported: subject received integra, 4th metatarsal amputation and 5th metatarsal bone resection on (B)(6) 2012. The subject's wound, which was on the right 5th toe, had a surgical, ischemic, diabetic neuropathic ulcer etiology. The wound's approximate measurement was 5.5 cm length, 3 cm width. The subject had an averse event of an ischemic gangrene infection and was readmitted on (B)(6) 2012. This event was documented as severe in severity and possibly related to the initial index treatment with integra. It was considered a serious adverse event. The actions taken on (B)(6) 2012 were IV antibiotic, angiogram and angioplasty of stent, stenosis of the popliteal artery. Irrigation and debridement was performed on (B)(6) 2012. This event was deemed resolved on (B)(6) 2012 when the subject was readmitted for a below knee amputation (bka). Subject was then discharged on (B)(6) 2012. No additional follow-up visits were available.